Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call that they received a battery out limit alarm and and the customer experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's daughter was assisted with reprogramming time and date. The customer's daughter was advised that a replacement battery cap will be sent. The insulin pump will not be returned for analysis.